Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cap piercer overflowing when the blade is washed. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) cleaned the valve fittings, replaced broken blade, and autogloss tubing.